Event description:
According to literature source of study performed between october 2016 and august 2019, postoperative to transvaginal l uterosacral ligament suspension (usls) for apical vaginal prolapse, 23 women in the polyethylene terephthalate (pet) suture group experienced suture erosion. 22 women had tissue granulation. Abnormal vaginal bleeding/discharge was also reported. These patients were initially treated with conservative therapy consisting of vaginal estrogen, antibiotics, policresulen solution or electrosurgery. All cases of suture erosion with or without granulation tissue did not resolve with conservative therapy and finally required excision in the office.

Manufacturer narrative:
Title: suture complication rates and surgical outcomes according to the nonabsorbable suture materials used in vaginal uterosacral ligament suspension: polyester versus polypropylene source: journal of minimally invasive gynecology (2021) 28, 1503-1507 if information is provided in the future, a supplemental report will be issued.